Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is htl. This site is an OEM manufacturing site (B)(4). Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged carton was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode damaged carton. Bd was not able to identify a root cause for the indicated failure mode. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported before using bd microtainer® contact-activated lancet item was damaged. The following information was provided by the initial reporter: unfortunately the following items were damaged: 1x200 366593 microtainer safety lancet, 21g, 1.8mm, pink, 200.

Manufacturer narrative:
The initial decision tree was completed with the incorrect reportability rationale. MFR. Report # 2243072-2022-01126 was filed incorrectly. This event is not MDR reportable.

Event description:
It was reported before using bd microtainer® contact-activated lancet item was damaged. The following information was provided by the initial reporter: unfortunately the following items were damaged: 1x200 366593 microtainer safety lancet, 21g, 1.8mm, pink, 200.